Event description:
It was reported that the blood glucose levels are high and low with the change of the infusion set. The current blood glucose reading is 141 mg/dl. During troubleshooting, time and date are correct. Programming is correct. Displacement test failed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.